Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der stated that the patient experienced an adverse event of left knee patellar loosening, heterotopic bone formation in the quadriceps tendon. It was also indicated that the event does not meet the definition of serious and is considered severe. The event is definitely related to device and definitely not related to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2017; left knee.

Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.